Manufacturer narrative:
Additional information was requested from the customer and provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the fragmentation of the septum and that the returned fragment matches the missing portion. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the septum appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that, "extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"This is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation." Report from the sales rep: laparoscopic nephrectomy - "although the operation procedure was shifted to abdominal operation (due to not septum damaged but difficult adhesions), the operation was successfully completed after removing a portion of the septum. All used trocars were collected for septum damage check, and the septum of the event trocar was found to be damaged. Inserting hemo-clip applier or gauze might cause the incident. Please refer to septum cer check list for the information about devices inserted/removed into/from the trocar." Initial investigation report by distributor: unit was returned to distributor and visually inspected. "The septum was found to be damaged and missing a portion at two locations as shown in fig.1. The returned portion (size appx 2.0mmx1.5mm as shown in fig.2) is similar to a hole of the septum at location a in shape. However, after putting the portion onto the missing portion of the septum, a small missing part was possibly found on location a as shown in fig.3. It seemed that the piece matched to the missing part was not returned to (B)(4). A small missing part matched to location b was not returned to (B)(4). The unit will be returned to amr for further evaluation. Admin#(B)(4)." Patient status - "no patient injury". Septum cer check list: devices/products that passed through the trocars: ligasure maryland, dissector, gauze, hemo-clips. Surgeon removed all damaged parts. Additional info received via email from distributor on october 31, 2016: type of intervention: "the doctor decided to shift to open surgery because of presence of intensive adhesion in the patient affected part . During laparoscopic nephrectomy procedure."